Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the distal conductor was fractured. A partial portion of the lead was returned in segments. Analysis also noted the defib conductor distorted, the inner tubing kinked/buckled, an outer insulation cosmetic depression, and outer tubing overlay cosmetic environmental stress cracking.

Event description:
It was reported that the right ventricular lead had rising thresholds. A pace/sense lead was added. The high voltage portion of the lead continued to be used until it was electively explanted and replaced at the time of a concomitant lead change out (B)(6) later. No patient complications have been reported as a result of this event.